Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: two photos show the drape failing to stay latched to the instrument arm despite being firmly held in place. The issue was resolved by replacing the drape with a new one. Image review provided additional information: the image showed an sp drape¿s sterile adapter that does not appear to be retained on the system¿s patient side manipulator (psm) as expected. The drape would need to be returned to identify the potential cause for the retention issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape accessory was analyzed, and the complaint was not confirmed by failure analysis. The reported issue with the drapes were not replicated nor confirmed. The drapes were evaluated and placed on an in-house tester. The sterile adapters for each arm connected and passed recognition and engagement. Spin test was performed and passed. The drapes were installed with no issues observed. A visual inspection was performed and passed due to no visual damage observed. There was no problem detected.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error code pertaining to draping one of the robotic arms. Every time the single port (sp) instrument arm drape accessory was seated it would become disconnected and would not latch. The procedure was completed with no reported patient injury.